Manufacturer narrative:
The device was received for evaluation. During visual inspection, only the tubing part joint which goes into the white site of the regulator was received for evaluation. One part of the assembly was received. The other section was not received. The reported condition was verified. By the nature of the sample, no additional tests could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set with control-a-flo regulator broke. It was further reported that during a cardiac catheterization procedure, the "control-a-flo regulator on IV extension tubing broke preventing patient from receiving sedative medications, heparin, and IV fluids". The patient also "has some small volume blood loss". The device was "removed and the procedure continued with no further issues". There was no patient injury or medical intervention associated with this event. No additional information is available.